Event description:
Drive medical has received a patient complaint from (B)(6) about an incident involving suction grab bar allegedly imported and distributed by drive medical. It was reported that the claimant was using the grab bar when she allegedly fell and bruised her lung. Claimant was taken to hospital and had three (3) x-rays. She was confirmed having no broken bones and was sent home the next morning. Three (3) days later, the claimant had trouble breathing and was taken to hospital the following day. According to the hospital she had a chest infection and was placed on antibiotics. On (B)(6) 2013, the claimant had passed away. This MDR report is based on the information provided by claimant's sister.